Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported and observed issues. Physio replaced the system pcb assembly to resolve the observed boot issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a "broken battery port". Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle. The device would attempt to power up but would reset itself three times and would power on. In this state the device would be inoperable and defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a "broken battery port". Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle. The device would attempt to power up but would reset itself three times and would power on. In this state the device would be inoperable and defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the removed system pcb assembly and determined that the crystal oscillator, designator y1 on the single board computer of the system pcb assembly was inoperative.